Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: foa-2014-n-0736-0115) on 11-aug-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and uterine haemorrhage ('nickel bleeds into your uterus and down') in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (((B)(6) 2008, (B)(6) 2011)), gravida ii, ovarian cyst, penicillin allergy and menses irregular. On (B)(6) 2012/ (B)(6) 2012 , dye test was performed on (B)(6) 2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain, paratubal cyst, polymenorrhoea, post coital bleeding, abdominal bloating and left lower quadrant pain. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from 2008 to 2014 and ethinylestradiol;norgestimate (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"), lasting 3 years. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety"), malaise ("sick") and sexual dysfunction ("problems with sex") and was found to have weight decreased ("I lost 30+ lbs."). The patient was treated with fluvoxamine (fluvoxamin), ibuprofen, physical therapy and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the pelvic pain, uterine haemorrhage, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia and malaise outcome was unknown, the fatigue and sexual dysfunction had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, depression, fatigue, feeling abnormal, headache, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, sexual dysfunction, tremor, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess) , fatigue, weight decreased, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: reporter added. Events: uterine bleeding, sexual problems were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right side does not have coil anymore'), embedded device ('the left one is still in tube but look bent at the ovary like it is stuck') and pelvic pain ('pelvic area pain') in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left one is still in tube but look bent at the ovary like it is stuck". The patient's medical history included parity 2 (((B)(6) 2008, (B)(6) 2011)), gravida ii, ovarian cyst, penicillin allergy and menses irregular. *on (B)(6) 2012/(B)(6) 2012 , dye test was performed on (B)(6) 2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain, paratubal cyst, polymenorrhoea, post coital bleeding, abdominal bloating and left lower quadrant pain. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from 2008 to 2014 and ethinylestradiol;norgestimate (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"), lasting 3 years. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("nickel bleeds into your uterus and down"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety"), malaise ("sick"), female sexual dysfunction ("problems with sex"), genital haemorrhage ("excessive bleeding"), inflammation ("the pet fibers that cause inflammation is what causes the bloating"), abdominal distension ("some days stomach is really bloated/ I have an e-belly") and cervix disorder ("they found abnormalities on my cervix") and was found to have weight decreased ("I lost 30+ lbs / I had weight loss three months after insertion"). The patient was treated with fluvoxamine (fluvoxamin), ibuprofen, physical therapy and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the device dislocation, embedded device, pelvic pain, uterine haemorrhage, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia, malaise, genital haemorrhage, inflammation, abdominal distension and cervix disorder outcome was unknown, the fatigue and female sexual dysfunction had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, back pain, cervix disorder, depression, device dislocation, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, inflammation, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess) , fatigue, weight decreased, pelvic pain, back pain. Lot number: 927072 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain") in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (B)(6) 2008, (B)(6) 2011), gravida ii, ovarian cyst and penicillin allergy. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain and paratubal cyst. Concomitant products included cilest (ortho cyclen) from 2008 to 2014 and cilest (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash generalised and rash generalised, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, weight decreased ("I lost 30+ lbs."), amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety") and malaise ("sick"). The patient was treated with ibuprofen, fluvoxamine maleate (fluvoxamin), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.) And physical therapy. Essure was removed on 10-nov-2015. In november 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the pelvic pain, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia and malaise outcome was unknown, the fatigue had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, depression, fatigue, feeling abnormal, headache, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occluded fallopian tubes essure devices on (b)(6 2012 , dye test was performed on (B)(6) 2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess) , fatigue, weight decreased, pelvic pain, back pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Lot number added. New event sick was added. Lab data added. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain") in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (((B)(6) 2008, (B)(6) 2011)), gravida ii, ovarian cyst and penicillin allergy. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain and paratubal cyst. Concomitant products included cilest (ortho cyclen) from 2008 to 2014 and cilest (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash generalised and rash generalised, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, weight decreased ("I lost 30+ lbs."), amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety") and malaise ("sick"). The patient was treated with ibuprofen, fluvoxamine maleate (fluvoxamin), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.) And physical therapy. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the pelvic pain, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia and malaise outcome was unknown, the fatigue had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, depression, fatigue, feeling abnormal, headache, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occluded fallopian tubes essure devices . On (B)(6) 2012/(B)(6) 2012, dye test was performed. On (B)(6) 2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess) , fatigue, weight decreased, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: foa-2014-n-0736-0115) on 11-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right side does not have coil anymore'), embedded device ('the left one is still in tube but look bent at the ovary like it is stuck') and pelvic pain ('pelvic area pain') in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left one is still in tube but look bent at the ovary like it is stuck". The patient's medical history included parity 2 ((B)(6)2008, (B)(6)2011)), gravida ii, ovarian cyst, penicillin allergy and menses irregular. *on (B)(6)2012/(B)(6)2012 , dye test was performed on (B)(6)2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain, paratubal cyst, polymenorrhoea, post coital bleeding, abdominal bloating and left lower quadrant pain. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from 2008 to 2014 and ethinylestradiol;norgestimate (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"), lasting 3 years. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("nickel bleeds into your uterus and down"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety"), malaise ("sick"), female sexual dysfunction ("problems with sex"), genital haemorrhage ("excessive bleeding"), inflammation ("the pet fibers that cause inflammation is what causes the bloating"), abdominal distension ("some days stomach is really bloated/ I have an e-belly") and cervix disorder ("they found abnormalities on my cervix") and was found to have weight decreased ("I lost 30+ lbs / I had weight loss three months after insertion"). The patient was treated with fluvoxamine (fluvoxamin), ibuprofen, physical therapy and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6)2015. In (B)(6)2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the device dislocation, embedded device, pelvic pain, uterine haemorrhage, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia, malaise, genital haemorrhage, inflammation, abdominal distension and cervix disorder outcome was unknown, the fatigue and female sexual dysfunction had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, back pain, cervix disorder, depression, device dislocation, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, inflammation, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: occluded fallopian tubes essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess) , fatigue, weight decreased, pelvic pain, back pain. Lot number: 927072 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right side does not have coil anymore'), embedded device ('the left one is still in tube but look bent at the ovary like it is stuck') and pelvic pain ('pelvic area pain') in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left one is still in tube but look bent at the ovary like it is stuck". The patient's medical history included parity 2 (((B)(6) 2008, (B)(6) 2011)), gravida ii, ovarian cyst, penicillin allergy and menses irregular. *on (B)(6) 2012/(B)(6) 2012, dye test was performed. On (B)(6) 2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain, paratubal cyst, polymenorrhoea, post coital bleeding, abdominal bloating and left lower quadrant pain. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from 2008 to 2014 and ethinylestradiol; norgestimate (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"), lasting 3 years. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("nickel bleeds into your uterus and down"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety"), malaise ("sick"), female sexual dysfunction ("problems with sex") and genital haemorrhage ("excessive bleeding") and was found to have weight decreased ("I lost 30+ lbs."). The patient was treated with fluvoxamine (fluvoxamin), ibuprofen, physical therapy and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the device dislocation, embedded device, pelvic pain, uterine haemorrhage, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia, malaise and genital haemorrhage outcome was unknown, the fatigue and female sexual dysfunction had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device dislocation, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess), fatigue, weight decreased, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events "the right side does not have coil anymore and the left one is still in tube but look bent at the ovary like it is stuck" were added on 20-mar-2020: new event excessive bleeding was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 11-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right side does not have coil anymore'), embedded device ('the left one is still in tube but look bent at the ovary like it is stuck') and pelvic pain ('pelvic area pain') in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left one is still in tube but look bent at the ovary like it is stuck". The patient's medical history included parity 2 ((B)(6) 2008, (B)(6) 2011)), gravida ii, ovarian cyst, penicillin allergy and menses irregular. On (B)(6) 2012/ (B)(6) 2012 , dye test was performed on (B)(6) 2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain, paratubal cyst, polymenorrhoea, post coital bleeding, abdominal bloating and left lower quadrant pain. Concomitant products included ethinylestradiol; norgestimate (ortho cyclen) from 2008 to 2014 and ethinylestradiol; norgestimate (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"), lasting 3 years. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("nickel bleeds into your uterus and down"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety"), malaise ("sick"), female sexual dysfunction ("problems with sex"), genital haemorrhage ("excessive bleeding"), inflammation ("the pet fibers that cause inflammation is what causes the bloating") and abdominal distension ("some days stomach is really bloated/ I have an e-belly") and was found to have weight decreased ("I lost 30+ lbs / I had weight loss three months after insertion"). The patient was treated with fluvoxamine (fluvoxamin), ibuprofen, physical therapy and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the device dislocation, embedded device, pelvic pain, uterine haemorrhage, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia, malaise, genital haemorrhage, inflammation and abdominal distension outcome was unknown, the fatigue and female sexual dysfunction had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, back pain, depression, device dislocation, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, inflammation, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess), fatigue, weight decreased, pelvic pain, back pain. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: ¿some days stomach is really bloated / I have an e-belly¿, ¿the pet fibers that cause inflammation is what causes the bloating¿ events were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: foa-2014-n-0736-0115) on 11-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right side does not have coil anymore'), embedded device ('the left one is still in tube but look bent at the ovary like it is stuck') and pelvic pain ('pelvic area pain') in a 24-year-old female patient who had essure (batch no. 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left one is still in tube but look bent at the ovary like it is stuck". The patient's medical history included parity 2 (((B)(6)2008, (B)(6)2011)), gravida ii, ovarian cyst, penicillin allergy and menses irregular. *on (B)(6)2012 , dye test was performed on (B)(6)2012: pelvic ultrasound examination: impression: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants are visualized. The endometrial cavity appears to have arcuate contours, measuring 23mm across at the fundus with a 5mm indentation. No obvious etiology for her menorrhagia is seen today. The adnexa are unremarkable. Previously administered products included for an unreported indication: loestrin and ibuprofen. Concurrent conditions included allergy to metals, bladder pain, vaginal bleeding (patient here for irregular period. Patient having heavy menses and having 2 periods a month.), menometrorrhagia, penicillin allergy, allergic reaction to antibiotics, drug hypersensitivity, dysmenorrhea, post coital bleeding, dyspareunia, abdominal bloating, left lower quadrant pain, shooting pain, pelvic congestion syndrome, ovarian pain, paratubal cyst, polymenorrhoea, post coital bleeding, abdominal bloating and left lower quadrant pain. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from 2008 to 2014 and ethinylestradiol;norgestimate (ortho tri-cyclen) from 2012 to 2014 for birth control and period pains as well as cefazolin sodium (kefzol). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced back pain ("suffering everyday from chronic back pain/ severe and persistent"), lasting 3 years. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("nickel bleeds into your uterus and down"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression"), anxiety ("anxiety"), malaise ("sick"), female sexual dysfunction ("problems with sex"), genital haemorrhage ("excessive bleeding"), inflammation ("the pet fibers that cause inflammation is what causes the bloating"), abdominal distension ("some days stomach is really bloated/ I have an e-belly") and cervix disorder ("they found abnormalities on my cervix") and was found to have weight decreased ("I lost 30+ lbs / I had weight loss three months after insertion"). The patient was treated with fluvoxamine (fluvoxamin), ibuprofen, physical therapy and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6)2015. In (B)(6)2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the device dislocation, embedded device, pelvic pain, uterine haemorrhage, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body, alopecia, malaise, genital haemorrhage, inflammation, abdominal distension and cervix disorder outcome was unknown, the fatigue and female sexual dysfunction had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, back pain, cervix disorder, depression, device dislocation, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, inflammation, malaise, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor, uterine haemorrhage and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition she has also developed a myriad of symptoms that she thinks may be related to her essure coils. The fallopian tube, with the outer coil spanning the utero-tubal junction. Procedure performed:fulguration of endometriosis on the left ovary, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: occluded fallopian tubes essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: night sweats, fatigue, rashes, shaky hands( shakiness), foggy brain (fogginess) , fatigue, weight decreased, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new event (cervix disorder nos) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number:(B)(4)) on 11-aug-2015. The most recent information was received on 29-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain") in an adult female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (((B)(6)) and gravida ii. Concurrent conditions included allergy to metals. Concomitant products included cilest (ortho cyclen) in 2008 and cilest (ortho tri-cyclen) in 2012 for birth control and period pains. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("suffering everyday from chronic back pain/ severe and persistent"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with uterine pain, rash generalised and rash, pelvic congestion ("pelvic congestion syndrome") with abdominal pain and vasodilatation, weight decreased ("I lost 30+ lbs."), amnesia ("memory loss"), fatigue ("fatigue"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), sensation of foreign body ("have a foreign object in body"), alopecia ("hair loss"), feeling abnormal ("fogginess"), tremor ("shakiness"), depression ("depression") and anxiety ("anxiety"). The patient was treated with ibuprofen, fluvoxamine maleate (fluvoxamin), surgery (partial hysterectomy leaving ovaries with removal of essure) and physical therapy. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, feeling abnormal and tremor had resolved. At the time of the report, the pelvic pain, allergy to metals, pelvic congestion, weight decreased, amnesia, night sweats, headache, migraine, sensation of foreign body and alopecia outcome was unknown, the fatigue had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, depression, fatigue, feeling abnormal, headache, migraine, night sweats, pelvic congestion, pelvic pain, sensation of foreign body, tremor and weight decreased to be related to essure. The reporter commented: use of essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results: on (B)(6) 2012, dye test was performed quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2017: the case was upgraded to potential legal. New event fogginess, body rashes/rashes, shakiness, allergic to nickel/hypersensitivity reaction to nickel or any other component of essure, depression/anxiety, pelvic area pain were added. This events fatigue, severe and persistent pain abdomen pain (stabbing pain), chronic back pain were clubbed with previously reported events. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.